Event description:
It was reported to covidien in 2008, that a customer had a problem with a uvc. The customer reports umbilical vessel catheter began leaking approximately one inch from connection site at line to hub. This necessitated an attempt to replace the line. Which was unsuccessful.

Manufacturer narrative:
Submit date: 10/2/2008. An investigation is currently underway. Upon completion, the results will be forwarded.